Event description:
It was reported that "the doctor found inflation problem (cuff leakage) during procedure. So, it couldn't fix". Additional information was not provided at the time of report. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed and the cuff and pilot balloon were inflated to 25mbar using a calibrated endotest meter. The cuff could not stay inflated. The sample was then immersed in water for leak testing. Air bubbles were observed coming from the pilot balloon indicating there was a leak. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. The manufacturing site reports there is a 100% water leak test on the pilot balloon and 100% leak testing on the side arm fitting during the manufacturing process whereby any leakage would be detected prior to release from the manufacturing facility.

Event description:
It was reported that "the doctor found inflation problem (cuff leakage) during procedure. So, it couldn't fix". Additional information was requested; and the distributor reported that another device was used successfully. The distributor also reports that no other information was available.